Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted (B)(6) 2019 due to high impedances with electrodes. The recipient was reimplanted with a new device during the same surgery.